Event description:
The customer reported that during transport, the monitor latch and the on/off switch were broken. The system was unable to boot up the system due to the damaged on/off switch. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The connectors were reseated and the on/off switch was repaired during the service call. The system was tested and found to be working as intended and put back into service.